Manufacturer narrative:
The returned tb-0535fcs (lot#kr867807) was evaluated for ¿probe check error¿ issue. The reported complaint was not replicated. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is separated, charred and missing a portion (50 percent missing) exposing metal. The detached (missing teflon) noted was returned in a small plastic container. The distal end of the device was inspected under a microscope and found charred marks throughout the probe unit however, no cracks or other abnormalities found. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿probe error check¿ was not duplicated. No probe check errors observed during device testing however, a damaged teflon pad was found during the device evaluation. The likely cause of the damaged teflon pad is due to no tissue or insufficient tissue between the probe and jaw during activation of the device. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that the customer received an error when using the tb-0535fcs handpiece during an unspecified procedure. The representative believe that the error encountered is likely a probe check error. The customer unplugged the handpiece to clear the error however, the issue was not resolved. To complete the procedure, the customer used another handpiece. There was no patient harm or injury reported due to the event.